Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6); implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820,. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, morphine, and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported when blousing the handset lags at 90% for over 10 min and when she is at the lag, the handset shows the app is not responding. The patient boluses 12x a day. The patient stated the healthcare provider told her there are a lot of people complaining about the same issue but she does not have any of the other patient information. Per ptm bolus duration: 2 min lockout: 1 hour bolus restriction: 1 bolus/1 hour bolus 12 per day. The patient states once the bolus goes through lockout shows 55 min and it used to show 60 or 59 min lockout. While on the call the patient said she needed to do a bolus because she "is dying" and the patient confirmed she was in a lot of pain. The patient was having her toe amputated on friday and was wondering if there are any guidelines or anything she would need to do. The agent reviewed and redirected the patient to the healthcare provider. The patient just had her pump filled last week and gets the pump filled about every 6 weeks. An email was sent to the repair department for a replacement device. Replacing due to reported lag time at 90%. No patient injury reported.